Event description:
A report was received that the patients lead had seven contacts out. It was mentioned that the patients device does not help his left leg pain and nerve compression. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)): device evaluation indicated that the complaint was confirmed. The lead was cut during the explant procedure. Visual and x-ray images of the lead revealed cable fractures on the lead body at the kinked site where the clik-anchor has been placed. No cables were exposed. Stress at the anchor site was the likely cause of the fracture.

Event description:
A report was received that the patients lead had seven contacts out. It was mentioned that the patients device does not help his left leg pain and nerve compression. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.